Manufacturer narrative:
Analysis was not performed.

Manufacturer narrative:
Correction - device returned to MFR should have been 11/22/2017 instead of 12/01/2018.

Event description:
Following the battery advisory, the implantable cardioverter defibrillator was explanted prophylactically. There was no allegation of premature battery depletion or eri.